Event description:
Customer reportedly received results of 252 mg/dl and 129 mg/dl within 10 minutes on the active system (meter, strip lot number 22944532, expiration date 12/31/2007). The customer did not provide the location the discrepant results occurred. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the active test strips.